Manufacturer narrative:
The elecsys troponin t hs results, initially reported for patient 3, were obtained using a different analyzer. The troponin results are now reported on medwatch with g8 mfg report no 1823260-2025-05218 and a1. Patient identifier (B)(6). The field service representative found a sodium hydroxide deposit on the black plate of the sample needle. He inspected the main pump and gear pump, lowered the gear pump pressure, adjusted the acid/sodium hydroxide/water levels in the cell rinse station, and cleaned the reagent probes. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 4 patient samples on a cobas c 503 analytical unit. The affected assays are creatinine plus ver.2 and elecsys troponin t hs. Patient 1: the initial creatinine result was 1.60 mmol/l. The repeated results were 0.94 mmol/l and 0.78 mmol/l. The sample type was urine. Patient 2: on (B)(6) 2025, the initial creatinine result was 123 mol/l, and the repeated result was 49 mol/l. The sample was tested on another module, and the result was 49 mol/l. The sample type was serum/plasma. Patient 3: on (B)(6) 2025, the initial troponin result was 19 ng/l. The repeated results were 27 ng/l and 18 ng/l. Patient 4: on (B)(6) 2025, the initial creatinine result was 6.36 mmol/l, and the repeated result was 4.69 mmol/l. The sample type was urine.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The creatinine reagent's lot number is 90014401 with an expiration date of 31-may-2026. The troponin reagent's lot number is 847376. The expiration date was not provided. The investigation is ongoing.